Manufacturer narrative:
A visual inspection was performed on the returned device. The reported peeled/delaminated was confirmed. The reported difficult to remove could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the guide wire encountered resistance during removal from the dispenser tray and the proximal core was noted to be peeled. Analysis of the wire confirmed the outer diameter of the wire was within specification and there was no damage to the dispenser coil. The teflon coating on the proximal core was confirmed to be peeled. In this case, it is possible that the wire was removed from the dispenser hoop at an angle, contributing to the teflon becoming scratched and the reported resistance; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, it was noted that it was green teflon coating that was observed to be scratched as there is no polymer coating. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when attempting to remove a balance middleweigh guide wire wired from the hoop dispenser it was noted to stuck and visible scratched polymer coating was observed on the core. A new unspecified wire was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.